Event description:
It was reported that the patient presented via merlin.net device transmission. The pulse generator exhibited noise resulting in automatic mode switch. No additional information was available.